Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the synchroseal instrument for evaluation, although it is expected to be returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the synchroseal (part # 480440-05; / lot # l90210803-0390) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4). This is a single use instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, it was reported that the synchroseal cut function was not working. There was no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal did not work well. The cycle was short and sealing was minimal; not sufficient to be able to cut tissue. The target tissue was under tension during the sealing/cutting process. No fragment fell into the patient. Procedure delay was 1-2 minutes. The procedure was completed robotically with a new synchroseal instrument. Isi made multiple follow up attempts to gather additional information with the initial reporter and the robotics coordinator, but was not able to gather any additional information.

Manufacturer narrative:
On 29-mar-2022, intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information: the instrument was inspected prior to use. The first synchroseal never worked appropriately during the procedure. A second synchroseal was opened and performed as expected. Synch activation was being performed at the time and there were no errors observed when the cut function did not work. The instrument did not come into contact with a clip, suture, staple, or other metal objects when the reported issue occurred. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle and there was no unexpected bleeding experienced due to this incident. The procedure was completed robotically with no patient harm. No image or video recording of the procedure is available for review. D10 - intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm nor replicate the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, energy delivery, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. A review of the log shows no errors. Grip force test results: straight 4.313 pitch 4.489 yaw 4.458 additional observation not reported by the site and not related to the customer reported complaint were identified. The instrument was found to have a torn jaw cover. The tear is located at the proximal end of the jaw cover and approximately 0.083" in length. Root cause of this failure is attributed to mishandling/misuse. Additional log reviews confirmed the synchoseal instrument was used in a benign hysterectomy procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The synchoseal instrument was transferred to failure analysis engineer (fae) for further investigation. Primary fa was confirmed by fae. The instrument was placed on an in-house system and passed all previous mentioned test. The e-100 logs were checked and it can be seen that there were a multiple instances where high initial starting impedance error code was noted. However, when testing in-house the instrument functioned normally.

Event description:
Refer to h10/h11 for follow-up information.